Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine follow-up on an unknown date. It was noted that when the patient was pacing the right ventricular lead, surface electrograms showed loss of capture; chest x-ray revealed the right ventricular lead was dislodged. During lead revision procedure, while explanting the lead both the right atrial and left ventricular leads inadvertently came out as well. The leads were explanted and replaced. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-06070, related manufacturer reference number: 2017865-2019-06071.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.